Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The device was received with intermittent buttons due to corroded keypad traces. There were no button error alarms on the insulin pump. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and missing end cap sticker.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 125 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer advised they received 2 button error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.